Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain") in an adult female patient who had essure (batch no. 627219) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done" and medical device monitoring error "essure used in conjunction with novasure endometrial ablation". The patient's concurrent conditions included uterine fibroids. Concomitant products included benazepril. On (B)(6)2009, the patient had essure inserted. In 2009, the patient experienced abdominal pain lower ("lower abdominal pain/right lower quadrant pain"). In september 2009, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition:"). In january 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding/abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia/abnormal bleeding (menorrhagia)") and dyspareunia ("dyspareunia/dyspareunia"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingo-oophorectomy with laparotomy,cystoscopy). Essure was removed on (B)(6)-2016. At the time of the report, the pelvic pain had resolved, the menstrual disorder, vaginal haemorrhage, menorrhagia, dyspareunia, depression and anxiety outcome was unknown and the abdominal pain lower was resolving. The reporter considered abdominal pain lower, anxiety, depression, dyspareunia, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the left tube had 4 coils present at the tubal ostia after the completion of placement diagnostic results (normal ranges are provided in parenthesis if available): biopsy endometrium - on an unknown date: due to abnormal uterine bleeding most recent follow-up information incorporated above includes: on(B)(6)-2018: pfs received. Depression and anxiety were added as events. Outcome of the pain was updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in an adult female patient who had essure (batch no. 627219) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done" and medical device monitoring error "essure used in conjunction with novasure endometrial ablation". The patient's concurrent conditions included uterine fibroids. On (B)(6) 2009, the patient had essure inserted. In january 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), dyspareunia ("dyspareunia") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingo-oophorectomy with laparotomy,cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and abdominal pain lower was resolving and the menstrual disorder, vaginal haemorrhage, menorrhagia and dyspareunia outcome was unknown. The reporter considered abdominal pain lower, dyspareunia, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the left tube had 4 coils present at the tubal ostia after the completion of placement diagnostic results (normal ranges are provided in parenthesis if available): biopsy endometrium - on an unknown date: due to abnormal uterine bleeding most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: the event abnormal vaginal bleeding, menorrhagia, dyspareunia, lower abdominal pain, essure confirmation test not done and essure used in conjunction with novasure endometrial ablation added. Reporters, lot number, events outcome, concurrent condition added. On (B)(6) 2018: fu 1 and 2 process together incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/pain') in a 41-year-old female patient who had essure (batch no. 627219) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done" and medical device monitoring error "essure used in conjunction with novasure endometrial ablation". The patient's concurrent conditions included uterine fibroids. Concomitant products included benazepril. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding/abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia/abnormal bleeding (menorrhagia)") and dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse)"), 1 year 10 months after insertion of essure. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2011, the patient experienced abdominal pain lower ("lower abdominal pain/right lower quadrant pain"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition:"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingo-oophorectomy with laparotomy,cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and vaginal haemorrhage had resolved, the menstrual disorder, menorrhagia, dyspareunia, depression and anxiety outcome was unknown and the abdominal pain lower was resolving. The reporter considered abdominal pain lower, anxiety, depression, dyspareunia, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the left tube had 4 coils present at the tubal ostia after the completion of placement. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy endometrium - on an unknown date: results: due to abnormal uterine bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: pif received.outcome of bleeding updated as recovered. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstruation issues"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingo-oophorectomy with laparotomy, cystoscopy). Essure was removed. At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.